Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2011 alleging that his onetouch ultra2 meter displayed "three dashes" and therefore was unable to perform a blood test. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at approximately 8:35pm. The patient attempted to use the subject meter but was unable to due to the alleged display message. The patient reportedly was not taking any diabetes medication at the time of the alleged issue and testing frequency is unknown. The patient denied taking any action in regards to his usual diabetes management routine when the subject meter would not work. Approximately 30 minutes later the patient claimed he began to have the "shakes" and treated himself with more food/drink. During troubleshooting the cca was able to resolve the alleged issue by coding the meter. Replacement products were sent. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.